Event description:
A revision surgery occurred on (B)(6) 2019. Cause of revision is unknown. Date of primary surgery is unknown. During the revision, the humeral cup (size unknown) was explanted and replaced with a 40/+9 standard humeral cup, and the glenosphere with screw (size and eccentricity unknown) was replaced with a 40mm centered glenosphere with screw.